Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: the battery compartment was cracked from the case seal traveling to the grip pad. The display was dim and letters had a red hue. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked, and the display was dim. This report is made based on results of investigation completed on (B)(6) 2017.